Manufacturer narrative:
Additional information d9, h3, h6 and h11. H11: the device was evaluated on site by a baxter field service technician. Functional testing was performed and did not identify any issues related to the customer reported condition. Downstream occlusion testing was done 4x and all testing passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed pm- downstream occlusion test twice 24.25 and 22.24 psi during preventative maintenance in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.